Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the left atrium. Following removal of the pigtail catheter from the was, air entered the left atrium. The patient was initiated with pharmacological treatment in response to the event. The patient remained hospitalized following the procedure. It was further reported that air was not actually visualized in the was. An elevated st segment wave was noted. The suspected air was believed to have been in the right coronary artery (rca). The patient experienced low blood pressure. The procedure was completed despite the air embolism. Coronarography was performed as a diagnostic test. The pharmacological treatment initiated was lobutamin to decrease the patient's blood pressure. The patient remained hospitalized due to neurological issues related to the air embolism as they were not fully conscious. However, the patient was stable from a cardiovascular perspective. It was further reported that the neurological issue was due to a stroke. No further patient complications were reported.

Manufacturer narrative:
H6: patient codes- updated to include cva.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the left atrium. Following removal of the pigtail catheter from the was, air entered the left atrium. The patient was initiated with pharmacological treatment in response to the event. The patient remained hospitalized following the procedure.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the left atrium. Following removal of the pigtail catheter from the was, air entered the left atrium. The patient was initiated with pharmacological treatment in response to the event. The patient remained hospitalized following the procedure. It was further reported that air was not actually visualized in the was. An elevated st segment wave was noted. The suspected air was believed to have been in the right coronary artery (rca). The patient experienced low blood pressure. The procedure was completed despite the air embolism. Coronarography was performed as a diagnostic test. The pharmacological treatment initiated was lobutamin to decrease the patient's blood pressure. The patient remained hospitalized due to neurological issues related to the air embolism as they were not fully conscious. However, the patient was stable from a cardiovascular perspective.

Manufacturer narrative:
B1: adverse event/product problem - updated to be just an adverse event since the air was not visualized in the device itself. B5: describe event or problem - updated. H6: patient codes, impact codes, device codes - updated.